Event description:
During the coil embolisation through inferior petrosal sinus and internal jugular vein for the treatment of carotid cavernous sinus fistula that was not tortuosity but the level of calcification was unknown, when the coil introducer of the orbit galaxy (640hx0208/15934527, complaint product) was inserted through an unspecified y-connector and the introducer tip was seated into the hub of the unspecified excelsior sl10 (stryker, type unknown), the physician slid the zipper of the coil introducer distally along the delivery tube for peeling away. However, about 15cm from the proximal end of the delivery wire somehow damaged and separated suddenly in two pieces. The report did not indicate why and how the damage occurred. According to the physician, during that time, he did not experience any resistance and did not put excessive force to push the coil into the microcatheter. Therefore the orbit galaxy was safely removed from the patient with entire portion of coil still within the system and was replaced for a new one (640hx0208, lot unknown). Afterwards, the procedure was successfully completed without any further issues. It is unknown if the microcatheter was replaced or not. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. There was no stretching or unintended detachment observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
Review of lot 15934527 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product device analysis hasn't been completed yet thus additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During unzipping of the orbit galaxy (640hx0208/15934527) the delivery wire was somehow damaged and it separated suddenly in two pieces at approximately 15cm from the proximal end. The entire device including the coil was safely removed from the microcatheter hub. It is not known how/why the damage occurred. It was indicated that there was resistance and no excessive force was used to push the coil into the microcatheter. The procedure was a coil embolization through inferior petrosal sinus and internal jugular vein for the treatment of carotid cavernous sinus fistula that was not tortuous with unknown level of calcification. The device was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The coil introducer of the orbit galaxy was inserted through an unspecified y-connector and the introducer tip was seated into the hub of the unspecified excelsior sl10 (stryker, type unknown), the zipper of the coil introducer was slid distally along the delivery tube for peeling away. The reported damage/separation of the delivery tube was then noted. The entire device was removed and was replaced for a new orbit galaxy (640hx0208, lot unknown). Afterwards, the procedure was successfully completed without any further issues. It is unknown if the microcatheter was replaced or not. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. There was no stretching or unintended detachment observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. No additional information is available. A non-sterile 2 x 8 orbit galaxy helical xtrasoft coil was received coiled inside of a plastic bag. The hypotube was inspected and it was found broken at 17cm from the proximal end of hub; several kinks were also noted along the length of it. The introducer was found partially zipped and it was found kinked. The support coil and gripper were found without damage while the embolic coil was found stretched/kinked. The gripper, embolic coil, and hypotube were inspected under microscope and the following were found; the gripper was found without damage while the embolic coil was found stretched/kinked and the edges of the broken section of the hypotube appear as if it was kinked before it broke. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported delivery tube separation was confirmed with analysis and appears to be related to kinking/application of excessive force. A definitive root cause cannot be determined; however with review of the analysis and the device history records there is no indication of a relationship to the manufacturing process with procedural factors appearing to have contributed to the damages. Additionally inspections are in place to prevent devices with this type of failure from leaving the facility. Therefore no corrective action will be taken at this time.